Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system about four years ago. Now, the physician noticed a thick growth over the coil and is suspecting an allergic reaction. Technical services reviewed allergy components and informed the electrode does contain nickel. Additional information was received which reported the patient had a skin rash and red irritation along the left sternum over the electrode. It was suspected that there was an infection or encapsulation. Subsequently, this system was explanted, and the patient was implanted with a transvenous system. Both products are expected to be returned for product analysis. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported when the electrode was explanted, the coil was blackened which appeared to look like necrotic tissue. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system about four years ago. Now, the physician noticed a thick growth over the coil and is suspecting an allergic reaction. Technical services reviewed allergy components and informed the electrode does contain nickel. Additional information was received which reported the patient had a skin rash and red irritation along the left sternum over the electrode. It was suspected that there was an infection or encapsulation. Subsequently, this system was explanted, and the patient was implanted with a transvenous system. Both products are expected to be returned for product analysis. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported when the electrode was explanted, the coil was blackened which appeared to look like necrotic tissue. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system about four years ago. Now, the physician noticed a thick growth over the coil and is suspecting an allergic reaction. Technical services reviewed allergy components and informed the electrode does contain nickel. Additional information was received which reported the patient had a skin rash and red irritation along the left sternum over the electrode. It was suspected that there was an infection or encapsulation. Subsequently, this system was explanted, and the patient was implanted with a transvenous system. Both products are expected to be returned for product analysis. No additional adverse patient effects were reported.